Event description:
Once lv lead was in position, unable to pull guide wire out without pulling lead out. Guide wire used: acuity whisper straight tip 0.014in x 190cm lead was removed and will not remain in situ. To be return. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).